Event description:
A pt went into cardiopulmonary arrest and was taken to the hosp as an emergency. Coronary angiogram (cag) revealed a thrombus at an implanted cypher at left main coronary. To treat the thrombus, an intra-aortic balloon pump (iabp) was inserted, and balloon angioplasty was conducted using kissing balloon technique (kbt). Then aspiration was done. But the pt did not recover. The pt died the following day. According to the physician the thrombotic event is the result of a struts in the left main trunk due to kissing stents and the cause of death was heart failure. The pt has a history of two cypher stents implanted by kissing technique that targeted a type c de-novo, eccentric, bifurcated lesion at the left main trunk with a length of 10mm and a diameter of 4mm. During this elective procedure, pre-dilatation was conducted with a balloon (3.0/20mm) at 12atm for 60seconds. The 1st cypher (3.0/18mm) was implanted at 16atm for 20seconds at the left main coronary artery (lmt-lad), the 2nd cypher (2.5/18mm) was implanted at 16atm for 20seconds at the proximal circumflex coronary artery (lmt-lcx). The two stents were implanted by kissing-stent technique. Post-dilation was conducted by kissing balloon technique (kbt) with the stent delivery system's balloons. Inflation time and pressure were unk. Intravascular ultrasound (ivus) was conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 3 and 3 after the procedure. Activated clotting time was not measured. Distal to the implanted target lesion, there were two other stents, a senpu (3.0/30mm) stent implanted approx eight months earlier in the left anterior descending branch and an s670 (3.0/15mm) branch. About 4 months prior to the event, a follow-up cag was conducted but there was no issue.

Manufacturer narrative:
This report is one of two products involved in this event, which is associated with MFR report number 9616099-2006-01345. Please note that this device with catalogue number cjs 18250 is a product sold and distributed in another country, but it is similar product sold in the united states with catalogue number cxs 18250. Additional info will be submitted within 30 days upon receipt.